Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported one lead was found to have high impedances. It was then reported the serial number of the lead with the high impedances was unknown. It was noted the plan was to replace the lead, and there was a possible full system change to surescan to allow MRI in the future. It was logged the patient did not have insurance at the time of report and was out of the philadelphia area for work. It was reported the manufacturer representative would be reaching out to "oma re lack of insurance" and the patient would be contacting the manufacturer representative when he would be back in the area. Additional information received reported the patient was still without insurance and was out of town. It was noted the manufacturer representative spoke with medical affairs but had not heard anything back. It was logged that no replacement was scheduled at the time of report.